Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that she was hospitalized for low blood glucose readings on 2 separate incidents. The customer stated that she had a recent high blood glucose reading of 276 mg/dl. The customer declined to troubleshoot for the low and high blood glucose readings.